Event description:
Reportedly, as a lead fracture was suspected, a reintervention was programmed. During the reintervention: the leads were disconnected from the pacemaker ports and the ventricular lead was measured by a psa. The obtained data was normal. The lead was connected to the pacemaker again, and the output was programmed to 7.5v. However, no pacing pulses were confirmed. The lead impedance was shown as >3000ohms. The pacemaker involved in this MDR report was then explanted and returned for analysis. A new reply pacemaker was implanted, the operation finished without any anomaly.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned unit are within specifications. It should be noted that no specific damage were observed at the connector level. Because reportedly the ventricular lead measurements were correct with a psa during the revision, this would mean that the high ventricular lead impedance observed with pacemaker while implanted resulted from an incorrect connection of the lead in the ventricular pacemaker port. Since (B) (4) data (from the latest follow up) were not provided, it is not possible to add further comments.